Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
A 25mm ez-io needle was inserted into the right proximal tibia and was unable to unscrew/remove the stylet from the catheter in order to attach the saline lock, as the plastic was fused together and was unable to be removed. As such, the io was not able to be used. The patient would not allow an additional io attempt and due to this event, vascular access was not able to be obtained and a critical medication, adenosine, was not able to be delivered. Furthermore, the patient would not permit cardioversion, so the patient remained in unstable svt in a hypotensive state. An external jugular line was placed and medication was administered. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Medwatch report number: mw5070866 the facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
A 25mm ez-io needle was inserted into the right proximal tibia and was unable to unscrew/remove the stylet from the catheter in order to attach the saline lock, as the plastic was fused together and was unable to be removed. As such, the io was not able to be used. The patient would not allow an additional io attempt and due to this event, vascular access was not able to be obtained and a critical medication, adenosine, was not able to be delivered. Furthermore, the patient would not permit cardioversion, so the patient remained in unstable svt in a hypotensive state. An external jugular line was placed and medication was administered. The patient's condition was reported as fine.